Event description:
Event description guidant received information that during a transtelephonic monitoring of this pacemaker a magnet reponse was not obtainable. The patient was using the magnet correctly. She has been feeling pre-syncopal. The device has been working fine on previous evaluations. A technical services consultant recommended that the patient be seen in the clinic for evaluation of the magnet mode.